Event description:
It was reported that the insulin gauge displayed a different amount than expected, with the current fill estimate showing 0 units. There was no adverse impact to the customer¿s blood glucose level. The customer needed to reset the pump and complete the load process, as well as change the cartridge due to having only 50 units of insulin remaining.